Event description:
It was reported to philips healthcare that the device did not power up as expected on battery power only. The customer stated the heartstart xl would start up on configuration mode when power up battery power only. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.